Event description:
It was reported that during a mastectomy procedure, the clip did not deploy. When the handle was squeezed to deploy another clip the initial clip was deployed along with a second one. One of the clips bent and broke upon being deployed. Another clip applicator device was opened and used with no problems to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.